Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove and failure to follow steps are related to the user technique. The reported patient effect of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Tissue damage is due to reported difficult to remove. The reported patient effect of worsening mitral regurgitation was a cascading event of tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The clip remained in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for chordal entanglement, tissue damage and worsening mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was difficult to visualize during the procedure due to anatomy. Two clips were implanted; a mitraclip xtr at the a2-p2 location, and a mitraclip ntr medial to the first clip. A third clip delivery system (cds) was advanced, however, there was difficulty grasping leaflets and the clip was removed. A fourth clip, mitraclip ntr , was attempted to be implanted as there was still residual mr, however, the cds got entangled in the chordae. Troubleshooting attempts were done and the clip was freed from the chordae and was then able to be deployed. However, a leaflet tear was noted in the medial a1-p1 area. Reportedly, excessive force and the speed at which the clip delivery system (cds) was manipulated could be the possibility of the entanglement resulting in tissue damage. All 3 clips remained stable on both leaflets. Post procedure mr worsened to 4++ to 5. There was a clinically significant delay in procedure. Possible surgery is planned. No additional information was provided.